Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent strut damage occurred. A percutaneous coronary intervention was being performed to treat stenosis of the right coronary artery. During introduction into the guide catheter, the 24mm x 3.0mm promus premier select stent struts were noted to be sticking out from the stent balloon. The stent was removed from the guide catheter and the procedure was successfully completed with another promus premier select. There were no patient complications and the patient was stable following the procedure.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR:a 3.00 x 24 mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the fifth and sixth distal strut row, which were lifted and pulling distally. The undamaged stent od (outer diameter) was measured using snap gauge and measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent strut damage occurred. A percutaneous coronary intervention was being performed to treat stenosis of the right coronary artery. During introduction into the guide catheter, the 24mm x 3.0mm promus premier select stent struts were noted to be sticking out from the stent balloon. The stent was removed from the guide catheter and the procedure was successfully completed with another promus premier select. There were no patient complications and the patient was stable following the procedure.